Event description:
It was reported that the device leaks water. No patient involvement was reported.

Manufacturer narrative:
Other, other text: b5: additional info received via email 25-apr-2022. Event date updated. Event was found during pm (preventive maintenance). No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a cracked tank cover, faded line cord and broken led on pcb (printed circuit board). The customer stated problem was duplicated, the device leaked. Replaced the pcb, tank cover, line cord, and pole clamp. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.